Event description:
It was reported that there was a lead safety switch that occurred on (B)(6) 2019 due to high impedances greater than 3000 ohms. Technical services discussed to consider in-office testing to check for reproducible noise and serial impedances to check lead integrity. Clinician will discuss with md. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).